Manufacturer narrative:
(B)(4). This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during testing of the right ventricular (rv) lead, unipolar impedance measurements were 549 ohms and bipolar impedance measurements were greater than 2500 ohms. The physician determined a clavicular crush / lead conductor fracture of the right ventricular (rv) lead . The patient was admitted to the hospital and the right ventricular (rv) lead was capped/abandoned. A new lead, of the same model was implanted. No adverse patient effects were reported.